Manufacturer narrative:
If pdm sn is post CAPA: the reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the personal diabetes manager (pdm) battery was expanding. The patient reported the pdm had been still working as expected and there was no impact reported to their blood glucose levels.